Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 3003306248-2022-12501. It was reported that there was an alarm on a centrimag for a patient on biventricular centrimag support. A emergency switch to the backup centrimag was performed. The customer reported an m6 alarm, motor over temperature. There was no flow to the patient during this event, but the patient was hemodynamically stable throughout.

Manufacturer narrative:
Section d4: expiration date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion. The reported event of a m6 alarm and loss of flow was not confirmed. The centrimag 2nd generation primary console (serial#: (B)(6) was not returned for analysis. The 2nd generation centrimag system operating manual, rev. M, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. M, table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including m6 alarms. The device history records were reviewed for the centrimag 2nd generation primary console (serial#: (B)(6) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.